Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the lowest value indicated 92 mg/dl; however, the customer suspected bg level was less than 50 mg/dl. The contact administered a glucagon shot to treat the low bg level. Reportedly, the customer suspected that the pump settings needed adjustment. Recommendation was made to consult with healthcare provider regarding diabetes management,.